Manufacturer narrative:
Due to the device not being available for evaluation, a correlation between the reported event and the device could not conclusively be determined through this evaluation. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a ventricular assist device (vad). Prior to vad implant, the patient was admitted in ventricular tachycardia. The patient underwent resection of a left ventricular aneurysm and an lvad and rvad were placed as a bridge to recovery due to post-cardiotomy heart failure. The rvad was explanted 3 days later. The patient experienced a complicated post-operative course and expired approximately 6 weeks post-implant. The vad coordinator reported that the patient's vad was functioning, but the following patient related conditions contributed to the patient's death: gi bleeding, right ventricular dysfunction, mediastinal bleeding with cardiac tamponade requiring four emergent post-op evacuation procedures, delayed chest closure, acute respiratory insufficiency, dialysis-dependent oliguric renal failure, malnutrition, thrombocy topenia, e.coli urinary tract infection, acute hepatic failure, and right ventricle dysfunction. The patient had been transferred out of intensive care on post-operative day 33; but was transferred back for gi bleeding which resulted in a subtotal colectomy and ileostomy after which lower gi bleeding continued. On (B)(6) 2013 the patient lost consciousness during a hypotensive episode and did not regain consciousness after becoming normotensive. An urgent head CT showed a right sided cerebellar hemorrhage with mass effect and upward transtentorial herniation. The patient's family elected to provide comfort care and the vad was turned off.

Manufacturer narrative:
The patient expired. An autopsy was not performed and the lvad was not explanted. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.